Event description:
Revision surgery- the pt had pain four years post total knee arthoplasty. The surgeon attributed pain to patello-femoral problems. The size two femoral component was replaced with a stemmed revision component with constrained poly insert.